Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the surgeon used the endo gia gun with a gia roticulator 60 cartridge. When this was applied across the bowel, it would not close properly and therefore the staples did not close properly either. The closure was unsound and the surgeon proceeded to mobilize the bowel further and went on to re-resect the bowel. Again the device would not close. Another device had to be used to close.